Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display was scratched. No information was provided regarding the legibility of the display. Attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 25-jun-2019 with the following findings: during investigation, no damage or scratches were observed on the display lens. Unrelated to the complaint of damaged display, investigation revealed a dim, faded, discolored display when the pump was powered on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.